Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report damaged soft tip it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted heavy tortuosity. A steerable guide catheter (sgc) was advancing up the leg of the patient; however, the sgc did not reach the septum due to resistance with the anatomy and the soft tip became bent. It was noted that there was resistance inserting a non-abbott wire through the sgc. The sgc was removed from the patient and the procedure continued with a new sgc. One clip was implanted, reducing mr to 2. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported difficult to insert resulted in a dent on the steerable guide catheter (sgc) soft tip was due to challenging patient anatomy lastly, the reported failure to advance was due to procedural circumstances. All available information was investigated and the reported difficult to insert resulted in dent on sgc soft tip was due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.